Event description:
Per the clinic, the results of a CT scan indicate the device is in the vestibule of the ear.explant and reimplantation is planned but had not taken place at the time of this report.